Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula events in the all four infusion sets. The symptoms were noticed within 3 hours of insertion for all events. The site of insertion for all events was in the abdomen at time of event. However, the site of insertion was regularly rotated. The patient's blood glucose level was 450 mg/dl. The patient was treated by correction bolus via their pump.the patient eplaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Device 1 of 4.